Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."

Event description:
It was reported patient underwent acl reconstruction procedure (B)(6) 2012 utilizing a ziploop toggleloc. During the procedure, the implant fractured and the suture button remained in the patient. Another toggleloc was used to finish the procedure.